Event description:
It was reported that during a lap. Cholecystectomy the device forms deformed/scissored clips. The surgeon is ligating artery and cysticus. All 6 clips are deformed. He must suture the two structures afterwards. The procedure resulted in a hole on the bile duct. It is hard to say if it was due to the deformed clips ¿ or because the patients bile duct was so fragile. The patient was still hospitalized on the 5th day.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #y7019e. Investigation summary: visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed ten (10) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch y7019e number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the bile leak occur post procedure? Yes. 2. Was patient taken back for re-operation? Yes. 3. What firing # did the scissoring of the clips occur? All firings. 4. Was the device fired over previous clips? No. 5. Was a cholangiogram completed? If so was the device fired over the cholangiogram catheter? No and no. 6. Does the surgeon allege that a deficiency of the er420 led to the hole in the bile duct? If so, why? No, but the clips was not working as expected ¿ (here a decent respect of the customer is in place. The way they use the ligaclip is according to the instructions made by ethicon representatives. They place the clip over the artery/vessel and close halfway. This closes the clip distally. Now the clip can be moved up/down to the correct location. This is standard procedure.